Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that there is a possible fracture on this ra lead. Patient came into clinic today, and physician recorded a spike impedance of 2410 ohms, 660 ohms on last check (B)(6) 2019. No capture at max output. Device was programmed to vvi, patient will be monitored further to determine next steps.